Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 1/27/10, that a customer had an issue with a hemodialysis catheter. The customer reports the adapter on the 3rd lumen pigtail became detached from the 3rd lumen while infusing a medication. The catheter had been in the patient for six days when the malfunction occurred. Catheter needed to be removed and replaced.